Manufacturer narrative:
Liddle, a. D., pandit, h., judge, a., & murray, d. W. (2015, november 01). Optimal usage of unicompartmental knee arthroplasty: a study of (B)(4) cases from the (B)(6) registry for (B)(6). Retrieved (B)(6) 2017, from (B)(6). The product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. (B)(4).

Event description:
Information was received based on a review of the journal article, "optimal usage of unicompartmental knee arthroplasty - a study of (B)(4) cases from the (B)(6) registry for (B)(6)". The aim of this study was to determine the optimal uka usage to minimise the rate of revision. This complaint addresses the, (B)(6) patients with revisions due to unknown reasons. There has been no further information provided and the patient outcome is unknown